Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to lead fracture during a device change out for eri. The threshold and impedance were trending up over time. Patient was asymptomatic. There were no issues prior or after the surgical procedure.